Event description:
A us distributor reported that a charger was experiencing a dl code 176.

Manufacturer narrative:
Device evaluation of integrated charger has been completed. The reported problem (yellow 1 light lit, dl code 176) was due to corrosion on the battery board. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.